Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed "defib fault 72", "defib fault 80", and "defib fault 108" messages. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.